Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the pump black box verified an unexplained power loss on (B)(6) 2018 at 02:44 am. A power on was recorded shortly after at 03:01 am. Deliveries were not resumed by the user. No moisture in the battery compartment or internal moisture was identified. A leak test revealed a leak at a crack on the back of the pump casing. The pump was exercised for 24 hours with no reboots or power loss occurring. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. The complaint of a power issue was not duplicated however, moisture was confirmed during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was located in the battery compartment and that the pump experienced a loss of power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.